Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump touchscreen was partially unresponsive. The customer's blood glucose level was 101 mg/dl. Tandem technical support had the customer perform a touchscreen test and it did not pass. The customer reported that the pump would continued to be used to manage diabetes.